Event description:
According to the reporter, at the beginning of the procedure, when the trocars were inserted during a laparoscopic cholecystectomy procedure, the seals were damaged. The internal diaphragm failed not allowing the scope to slide in and out easily. Another trocar was opened to resolve the issue in order to complete the case. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; trocar, cannula and circular seal appeared intact. The obturator was not received. Pmv performed functional testing: the port passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.